Event description:
It was reported that syringe 0.3ml 31ga 8mm half unit 10bg 500 needle hub separated. The following information was provided by the initial reporter: material no. 328440, batch no. 9350297. It was reported that needle hub separated when removing shield and shield was difficult to remove. Verbatim: consumer reported when removing the orange needle shield the whole needle component comes off with the cap. Stated some of the shields are on very firm and are difficult to remove. Consumer also stated she has little scars at the injection sites.

Manufacturer narrative:
Investigation summary: customer returned three syringes, all with 0.3ml graduation markings. No pouch was returned for identification. All samples received shield pull force testing. The pull forces required to remove the needle shields were 4.34 lbs, 5.09 lbs, and 5.38 lbs. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. None of the samples tested outside of the required range and none of the samples disassembled during testing. In addition to testing, each sample was inspected to ensure that using the syringe was as least harmful as intended. The integrity of each needle point was inspected and no defects were found. The outer diameters of these needles were measured at 0.0104 in, 0.0104 in, and 0.0103 in, putting all of them within acceptable outer diameters for 31 gauge needles (0.0100 in to 0.0105 in). Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was preset. Sufficient lubricant was found on all samples. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. There was one (1) notification noted for incomplete bevel. Based on the samples received, bd was not able to confirm the customer¿s indicated failure of patient harm. Bd was not able to replicate the customer¿s indicated failure of shield hub separations. Bd was not able to replicate the customer¿s indicated failure of the needle shield not detaching from the hub.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm half unit 10bg 500 needle hub separated. The following information was provided by the initial reporter: material no. 328440, batch no. 9350297. It was reported that needle hub separated when removing shield and shield was difficult to remove. Verbatim: consumer reported when removing the orange needle shield the whole needle component comes off with the cap. Stated some of the shields are on very firm and are difficult to remove. Consumer also stated she has little scars at the injection sites.